Manufacturer narrative:
The device was returned and evaluated by olympus. As noted in b5, the distal end probe was found cut. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. If additional information becomes available, a supplemental report will be filed. Olympus will continue to monitor the field for similar events.

Event description:
While evaluating the olympus gastrointestinal videoscope, it was discovered that the device's probe unit was cut. There was no patient involvement during this event.